Manufacturer narrative:
It was reported the initial reporter was a healthcare professional, but the name/contact information would not be provided due to privacy regulations/restrictions. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient was undergoing treatment for a 2.5 mm saccular aneurysm on ba-sca with moderate vessel tortuosity. The instant detacher was taken out of the package, and three attempts were made to detach the reported coil, but it failed. The manual detachment method was performed once, but the coil still did not detach. It was stated there might be a cause in the coil, but it was detached when trying to remove the coil. The detached coil was implanted by using the pushwire, and the procedure was completed successfully. There was no damage observed to the coil pushwire. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. There was no abnormality in the package of the instant detacher.